Manufacturer narrative:
Root cause: use error. Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was high, over 400 mg/dl, however, specific bg value was not provided. The customer changed the infusion set and resumed insulin to address the high bg and the issue. The customer reverted to manual injections for insulin therapy. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer was using u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.